Event description:
It was reported the patient noted a change on the day of this report and they were a little a slow. The patient felt a little drained. After the patient started walking, they were fine. At the time of this report the patient was able to power on the patient programmer and connect to the implantable neurostimulator (ins). The reporter mentioned that a while back they tried using the patient programmer and it did not want to go. The programmer appeared to be working at the time of this call. When the programmer connected to the ins, it displayed a ¿call your doctor¿ icon and an elective replacement indicator (eri) message. The eri message was displayed for the first time on the day of this report. The patient was able to get to the therapy and the ins was on. The ins battery voltage was at 2.57v. Follow up with the patient¿s healthcare professional (hcp) indicated the patient reached eri as expected. Cause of the event was determined to be battery depletion. The patient was being referred for an ins replacement. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 3387s-40, lot# v825941, implanted: (B)(6) 2012, product type lead. Product ID 3387s-40, lot# v825941, implanted: (B)(6) 2012, product type lead. Product ID 37642, serial# (B)(4), product type programmer, patient. Product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2012, product type extension. Product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2012, product type extension. Product ID 37642, serial# (B)(4), product type programmer, patient. (B)(4).